Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pace impedance measurements as well as an increase in pacing thresholds were noted when it comes to this right ventricular (rv) lead. The values were not out of range. A revision took place and this lead was tested with a pacing system analyzer (psa) and the values appeared normal. The lead was re implanted with a new device. No additional adverse patient effects were reported.